Event description:
It was reported that during an anterior resection procedure, during use on anterior resection when in the pelvic floor and on the 3rd green reload when the gun was fired the knife advanced with no staples. The device was washed in between firings. Another device was used to complete procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed as intended.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.